Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported through the litigation process that some time post implant of hemodialysis catheter, the device need to be removed due to an infected tunneled catheter. The patient reportedly experienced infection; however the current status of the patient is unknown.